Event description:
The customer reported twenty-two (22) confirmed false positive results with the ID now covid-19 2.0 test kit for multiple patients performed from 25oct2023 to 04dec2023. This MFR. Report addresses test twenty-one (21) of twenty-two (22). Confirmation pcr testing (platform - unknown) was performed on an unknown date which generated negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. D4: the customer reported three affected lots but is unable to confirm the quantity affected per lot. Therefore, see below for lot information related to the three lots reported. Information for lot number: m765065. Expiration date: 27aug2024. Manufacturing date: 31jul2023. UDI: (B)(4). Information for lot number: m765121. Expiration date: 28aug2024. Manufacturing date: 31jul2023. UDI: (B)(4). Information for lot number: m766172. Expiration date: 31aug2024. Manufacturing date: 02aug2023. UDI: (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m765065 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot m765065, test base part number 192-430 / lot m765065. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m765065 showed that the complaint rate is (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m765121 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot m765121, test base part number 192-430 / lot m765121. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m765121 showed that the complaint rate is (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m766172 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot m766172, test base part number 192-430 / lot m766172. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m766172 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. H3 other text : single use device: device discarded.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. D4: the customer reported three affected lots but is unable to confirm the quantity affected per lot. Therefore, see below for lot information related to the three lots reported. Information for lot number: m765065 expiration date: 27aug2024 manufacturing date: 31jul2023 UDI: (B)(4). Information for lot number: m765121 expiration date: 28aug2024 manufacturing date: 31jul2023 UDI: (B)(4). Information for lot number: m766172 expiration date: 31aug2024 manufacturing date: 02aug2023 UDI: (B)(4). The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single use device: device discarded.

Event description:
The customer reported twenty-two (22) confirmed false positive results with the ID now covid-19 2.0 test kit for multiple patients performed from (B)(6) 2023. This MFR. Report addresses test twenty-one (21) of twenty-two (22). Confirmation pcr testing (platform - unknown) was performed on an unknown date which generated negative result. No additional patient information, including treatment and outcome, was provided.